Manufacturer narrative:
Based on the information received to date, the root cause of the event is most likely due to improper placement of the device during the index surgery. No evidence of device malfunction or failure was found.

Manufacturer narrative:
The removal surgery took place on (B)(6) 2017, we (the manufacturer) were made aware that the removal surgery was scheduled on (B)(6) 2017. During the course of our investigation, we were made aware of additional information regarding the circumstances of the removal that reasonably suggested our device may have either caused or contributed to the need for the device removal on (B)(6) 2017 and the MDR assessment as a reportable event was made on (B)(6) 2017. The root cause for this product event is yet unknown and the investigation is ongoing. Follow-up MDR(s) will be submitted as the investigation is concluded. Device held at hospital.

Event description:
Reported varilift-l removal surgery 8 months post-op due to patient complaint of persistent radicular leg pain on the left-side.